Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the returned locking screw is broken just below the screw head as complained; only the screw head was returned for investigation as the shaft was left in patient¿s bone. The screw head recess shows normal signs of use. The review of the production histories revealed that this locking screw was manufactured in june 2014 per the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurable dimensions of the returned screw head as well as the material certificate were checked and found to comply with the specifications. The broken surface is homogenous what indicates material conformity as well. No manufacturing related issues that would have contributed to this complaint were found. The etn - expert tibial nail design and clinical risk management, was reviewed and found to adequately address the complaint condition. The following part was returned as concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed (extraction screw part# 80030 sn (B)(4)). No product related issues identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device was not explanted; broken part remained implanted in patient. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 during removal of an expert tibial nail nail (etn), the distal locking screw broke just under the head. Therefore, they used the operace system. They reamed around the screw and during removal with the operace the screw broke a second time. After this the rest of the screw and the etn were left in place. No surgical delay is reported. No information reported about patient condition and outcome. Concomitant reported parts: operace system (part# unknown, lot# unknown, quantity 1) this report is for one (1) unknown locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Investigation summary: since the implants were not returned for analysis and the exact part and lot number are not available the present complaint cannot be fully analysed and we are not able to give a conclusive statement. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Dcrm cannot be performed due to insufficient information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hsb. Device history records review was completed for part# 04.005.430, lot# 9035237. Manufacturing location: (B)(4), manufacturing date: jun 26, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: 1x extraction screw (part 80030, serialno. (B)(4)).